Event description:
It was reported the physician was unable to steer the lead up in the spine during the permanent procedure. An attempt was made to remove the stylet but was unsuccessful as the stylet was stuck to the lead. The procedure was extended by 1 hour but was completed successfully using a new lead. Follow-up identified the patient had effective stimulation coverage post-operatively.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.